Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and four months following the implant of this bioprosthetic valve, the patient died at home. The cause of death was reported to be acute cardiopulmonary arrest along with moderate gradients. No autopsy was performed.